Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was a large flow rate error (actual remaining liquid and stated remaining amount)" was not confirmed/duplicated. No physical damage was found on the device. As a result of checking the event history/error log there were no errors in the settings and no record of any alarms related to flow rate accuracy. The accuracy was within specification. The reported issue was not reproducible, and the cause could not be determined. No action was taken. The pump was returned unrepaired to the customer at customer's request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a large flow rate error (actual remaining liquid and stated remaining amount). The event occurred during patient use, and no patient harm was reported.